Manufacturer narrative:
E1 - initial reporter city:(B)(6) device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material above the proximal edge of the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed signs of distal tip damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material above the proximal edge of the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The device was not removed using the normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The device was not removed using the normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).